Event description:
An infusion pump was received where a failure code 812:02 was discovered in service. The reporting facility's biomed stated this pump was not involved in a pt incident this time or since last serviced by baxter. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, no additional info was available. Additional contact info was requested but no additional contact was identified.